Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 1/25/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. Wife was unsure of customer's expected fasting blood glucose test result range, but gave what she thought it was: 300 - 500 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom closet. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Complaint details wife called about this meter and is not sure of how this meter works but the dr thinks the meter is not working properly even though blood work has not been done at his office to confirm it. The wife is also not sure of his fasting values but gave me what she thinks is his fastings. They are having a hard time controlling his blood sugars and he does his blood several times a day before a meal and sometimes after a meal but not a full 2 hrs after a meal.